Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had visible heat damage and discoloration to the heater. The heat damage was noticed during machine repair for a temperature fluctuation issue. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 2 hours of use and the heater was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and melted distribution board. A fresenius regional equipment specialist (res) replaced the heater to resolve the issue and return the machine to service. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The damaged heater was reportedly returned to the manufacturer for analysis.

Manufacturer narrative:
Plant investigation: the heater rod was returned to the manufacturer for physical evaluation. An exterior inspection revealed the heater rod shows partial discoloration. The bottom section is not discolored like the top section was from usage. The heater rod was connected to test machine and ran a 20 minute heat disinfect, but the temp eventually stabilized at 75 degrees on screen and ir thermometer read 63.2 degrees. On a reference machine both screen and ir readings were the same 90 degree temp. When the heater rod was inspected for ohms, it was reading 11.2 ohms as specified in heater bar test instructions. An internal inspection revealed no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.